Event description:
The complainant alleged that during a routine shift check by a clinician, on power up of the device, the device had no display and a constant alarm sound. The complainant indicated that there was no pt involvement in the reported malfunction.